Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized at 8 am on (B)(6) 2021 due to diabetic ketoacidosis and were experiencing high blood glucose level 235 mg/dl which was treated with manual injection. Current blood glucose level was 91 mg/dl. Customer stated, first time ever they had the sensor with the pump, they told it asked them to calibrate the pump for 4 times and the night before they had to check it every 2 hours, and went to diabetic ketoacidosis because the insulin pump stopped delivering insulin and they were sent different infusion set. Customer experienced symptom of high blood glucose level such as nausea, dizziness. The customer was using the insulin pump within 48 hours of reported high blood glucose event. Based on customer report customer did allege insulin pump was under delivering. The auto mode feature was active at the time of the incident. Customer stated the site was sore or irritated. Customer recalled receiving suspend on low. The insulin pump will not be returned for analysis.